Event description:
The patient died after the device implantation because of acute subdural hematoma in 2010. The device was implanted at 180mm h2o in 2009 and the patient died half a year after the implantation. The relationship between acute subdural hematoma and the device is unknown. The date of initial surgery is unknown.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.